Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pods cannula was already coming out when they were removing the needle guard indicating a needle mechanism failure.

Manufacturer narrative:
The device was deactivated prior to completion of the priming sequence. The needle did not deploy early, for the needle did not deploy.